Manufacturer narrative:
Corrected results and conclusions codes: corrected narrative- a partial lead with the lead tip measuring 54.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4) a partial lead with the lead tip measuring 54.0cm was returned for analysis. Insulation degradation was noted at 29.0cm from the distal tip. The silicone insulation was intact at this location.

Event description:
It was reported that high lead impedance and oversensing were observed. The patient received inappropriate therapy. The lead was explanted and replaced. Patient condition was good.